Manufacturer narrative:
The pod was received with the cannula assembly deployed. The soft cannula measured shorter than the correct length and appeared ripped at the segment tip on the exposed portion. It could not be determined when this damage occurred, or if this damage affected the device's ability to deliver insulin when the pod was worn. Cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's bg (blood glucose) values reached 350 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. Patient was treated with corrections and eventually the pod was changed.